Event description:
It was reported that the uv flash transfer set spike had came out from the uv twin bag port. This occurred when the patient was trying to connect them using the clean flash device. There was no report of adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. During visual inspection of the returned sample, no issues were observed. Leak testing, clear passage testing and clamp function testing were performed with no issues noted. The uv spike outside diameter measurement was performed and was determined to be within specification. Should additional relevant information become available, a supplemental report will be submitted.